Event description:
It was reported while using bd alaris smartsite low sorbing secondary set there was separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have yet another incident to report involving another secondary tubing set that ¿disconnected¿ as the nurse went to hang to administer, causing a medication spill. This was reported yesterday and luckily did not involve a cytotoxic medication but I feel that we need to escalate this internally on our end because this is another 2 incidents this week in addition the others that have been reported. I do have the product available to return for investigation, it does have a medication leucovorin in the bag and tubing. I also have three empty packages of the tubing that the staff felt could potentially be the lot #. We are treating these packages as being exposed to chemo because we aren¿t sure which on it was.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22119317. D4. Medical device expiration date: 18nov2025. H4. Device manufacture date: 17nov2022. D4. Medical device lot #: 22119316. D4. Medical device expiration date: 28nov2025. H4. Device manufacture date: 17nov2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one sample was received and tested by our quality team. The set was separated upon receipt and the customer's complaint was verified. There was a separation between tubing and male luer and under microscope analyses of tubing- there was no evidence that the tubing properly bonded with the male luer. The male luer was not returned for analyses. The manufacturer was notified, and the root cause of failure has been attributed to improper following of work instructions by operator at time of assembly. There has since been a quality alert to reinforce proper assembly sequences. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 10014881 sets of the following lots: 22119317 (B)(4) units produced on (B)(6) 2022), 22119317 (B)(4) units produced on (B)(6) 2022) lot# 22119316 was produced (B)(6) 2022 and had a relevant quality notification initiated concerning incorrect tubing diameter used to construct the set. This is a possible source of device failure.

Event description:
No further information.